Event description:
It was reported that the right ventricular (rv) lead had rising impedance. During a routine device change, the physician reversed the rv connector pin with the left ventricular lead connector pin in the header of the new device. Three days after implant the rv lead impedance increased and had high thresholds. The rv lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for out of tolerance subthreshold lead impedance on (B)(6)-2011. Programmer saved to disk data (B)(4) shows one alert for left ventricle (lv) tip to lv ring lead impedance more than 3000 ohms on (B)(6)-2011.